Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost several pounds which contributed to pocket migration of the device and subsequent left ventricular lead and atrial lead micro dislodgement and exit block on the lv lead. Thresholds on both leads is now high due to the leads pulling back. After the outputs on the leads were reprogrammed lower and repositioned; interrogation of the device still showed seven months of longevity. The physician then decided to replace the device and leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.